Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was received and evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was not found within the investigation window. No meter values are present and/or no meter values that are inaccurate are present within the investigation window. The customer complaint is undetermined as analysis will not be able to confirm the complaint nor determine a potential root cause. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient experienced inaccurate cgm readings beginning two days after the sensor was inserted in the arm. On (B)(6) 2025, while at home, the cgm displayed a low glucose alert, while the insulin pump simultaneously indicated an urgent high alert. The patient then performed a fingerstick bg test, which showed a reading of 538 mg/dl. At that time, the patient reported feeling extremely thirsty and had difficulty speaking. She chose to rest rather than seek immediate medical attention. By the following morning, (B)(6) 2025, at approximately 10:30 am, a friend visited the patient¿s home and, upon recognizing her condition, transported her to the hospital. Upon arrival, a nurse performed a bg test, which showed a reading of over 600 mg/dl. No cgm data was available at that time. The patient was admitted to the intensive care unit (ICU) and treated with IV insulin. She remained in the ICU for two days. Once her condition stabilized, she was transferred to a regular hospital room. The patient was discharged on (B)(6) 2025 at approximately 3:00 pm. At the time of discharge, her condition was reported as stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid on (B)(6) 2025. There was not a complete set of reported glucose values available to search within the parkes error grid calculator on (B)(6) 2025. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.